Event description:
The pulse generator was explanted due to elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found loss of output and telemetry due to normal battery depletion. The device functioned normally with a replacement battery, however measured battery data was lost when the battery voltage was reduced to 2.37 v or less. This was due to a discrepant integrated circuit.